Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. Patient code: (B)(4). It was reported that the patient underwent mesh revision on (B)(4) 2015 due to abdominal pain.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/16/2020. Additional narrative: it was reported that following the procedure the patient experienced adhesion, abdominal pain and underwent a mesh removal on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.